Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient had postoperative complications and developed multi-organ failure. The family decided to withdraw care and the patient expired. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. The most probable root cause of the reported event cannot be conclusively determined; however, there are patient, procedural and pharmacological factors that may have contributed to this event. A possible clinical factor that may have contributed to the reported event include the patient's history of cardiopulmonary sarcoidosis and postoperative difficulty oxygenating. Death and multi-organ failure are known potential clinical adverse events associated with vads as outlined in the IFU. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Event description:
It was reported from the united states that this patient, with a history of cardiopulmonary sarcoidosis, expired as a result of multi-system organ failure. The patient struggled post-implant primarily with difficulty oxygenating and developed multi-organ failure. On (B)(6) 2013, the patient expired. The device was not returned to the manufacturer for evaluation.